Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #7, it was verified its non- osseointegration. A 60 ncm of primary stability was achieved and the patient presented bone type iii. Bone graft was executed.